Event description:
The customer reported the cine mode was not functioning properly. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.